Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and seizures which resulted in loose teeth. The bg level the customer could recall was 124-125 mg/dl; cause of the low bg was due to the customer delivering a 15 unit bolus by mistake. The customer received treatment at the hospital; however, details pertaining to the treatment received were not provided as the customer could not recall this information. The customer sustained no permanent damage and was released from the hospital the same day.